Event description:
It was reported that the customer experienced low blood glucose levels. The customer also stated that the insulin pump had alarmed auto off 3 times within the last week and a half, and it also alarmed no delivery. The blood glucose reading was 47 mg/dl. The customer stated that she took something to treat and felt better. She was unable to troubleshoot because this was a past event and stated that she had just cleared the alarm. She declined returning the infusion set and reservoir for analysis. Advised her to call when the alarm was occurring for proper troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.